Event description:
It was reported that the customer believed her insulin pump was not working properly. Her blood glucose was 550mg/dl at the time of reporting, which she treated with her insulin pump. Troubleshooting was performed to ensure the device was working properly. No equipment was returned. No additional information was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.